Event description:
Caller states that a patient reportedly received the following results on an active system, compared to lab results, within 10 minutes: 19 mg/dl (active meter) and 489 mg/dl (lab). The customer was not experiencing symptoms at the time of the result of 19 mg/dl. He was given a bolus of glucose via IV and no further intervention was required. The meter is owned and operated by the hospital. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.